Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, the patient presented with grade 4 degenerative mitral regurgitation (mr), friable leaflets and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. On an unknown date, single leaflet device attachment(slda) was observed from posterior leaflet with recurrent mr grade 4. Slda was result of disease progression. On (B)(6) 2025, a redo procedure was performed. A mitraclip was successfully implanted and the mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda resulting in mr, as noted by the physician, was attributed to patient conditions (friable leaflets/disease progression). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.